Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image was provided of the luer of a 3.0mm*15mm device. A crack is visible on the luer of the device. Product analysis summary: there was a longitudinal crack on the front of the luer. A section of the luer material appeared to have detached at the location of the crack. A longitudinal hairline crack evident on the back of the luer. Negative prep confirmed leak. The balloon folds were intact. Blood was visible in the inner member. No evidence of contrast in the inflation lumen. No other damage was evident to the remainder of the device. Additional information: the sprinter device was not inspected prior to attaching the luer to the non-medtronic inflation device. An attempt was made to connect the luer to the inflation device with no difficulties. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a nc sprinter rx ptca balloon catheter. There was no damage noted to the packaging. The device was inspected with issues noted. It was reported that the balloon was being used to post dilate an implanted stent and could not be inflated. At first it was thought that the indeflator may be faulty however a crack was noted in the hub of the nc sprinter. It was reported that there was a leak at the broken hub of the catheter. The procedure was completed using another nc sprinter device. The patient was reported to be alive with no injury.